Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that the vela ventilator was giving a 'vent inop' alarm. There is no information of patient involvement as of this time.

Manufacturer narrative:
Result of investigation: vyaire medical was able to confirm the issue - the unit was giving a vent inop alarm. Vyaire field service representative (fsr) evaluated the device on-site, and replaced the blender required since there was an oxygen leak in oxygen shut-off solenoid that cannot be corrected. The main board was also replaced but the unit still not work properly. The power supply was then replaced and the unit was operating for few minutes and then went inop again. The main board was replaced again and same issue has occurred. "